Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, remains implanted in the eye. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon is planning to exchange a model zxr00 to zcb00 intraocular lens (iol) in a secondary procedure. Additional information states during post-operative examination it was observed that the patient is experiencing halos and glare and is not happy. Visual acuity pre-operative: 20/50-2. Visual acuity post-operative: 20/40-2. No other information provided.

Manufacturer narrative:
Correction: in initial report, date received by manufacturer was incorrect. The correct date should have specified 8/13/2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing record and complaint history cannot be reviewed since the serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.